Event description:
It was reported that an alert message for possible output circuit damage was observed. Several svt episodes were stored. One shock was delivered for vf diagnosis. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported event of an output anomaly was confirmed. The device has damage to the high voltage output circuit. The damage was caused by excessive current flow resulting from arcing between the hv lead and the device can. The root cause of the failure is a lead insulation breach, (B)(4).